Manufacturer narrative:
This report is submitted january 3, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 19 november 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to migration of the internal magnet and incorrect placement within the cochlea. The patient was re-implanted with a new device during the same surgery.